Event description:
It was reported that this patient experienced phrenic nerve stimulation from this left ventricular lead. This lead was surgically abandoned and replaced on (B)(6) 2019. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).